Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the balloon could not be inflated. However, when the device was checked outside of the patient, the balloon inflates occasionally, but the shape was found to be distorted. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0406 captures the reportable event of balloon deformed.

Manufacturer narrative:
Block h6: device code a0406 captures the reportable event of balloon deformed. Block h10: investigation results: the returned extractor pro rx retrieval balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, the device was inflated with air, and the balloon was able to be inflated without a problem and hold the pressure without any evidence of a possible leak of air. Microscopic inspection found the balloon had residues on its surface. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of the balloon's irregular shape cannot be confirmed. This conclusion was selected because it was reported that "the balloon was tried to inflate, but it did not inflate", however, the device returned with the balloon in good condition and with the capability of being inflated and hold its pressure without any evidence of an air leak. Also, no signs of an irregular shape were found. The conclusion is acceptable because the analysis of the available information, product analysis of the returned device, and product record review did not identify any evidence of either the alleged problem or any defect on the device. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the balloon could not be inflated. However, when the device was checked outside of the patient, the balloon inflates occasionally, but the shape was found to be distorted. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.